Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and a patient representative regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the controller screen kept going blank and went to a white screen. The issue started in the last month or two months. The patient spoke with a manufacturer representative (rep) today and the rep told the patient to call. An email was sent to sunmed to replace the controller as part of out of warranty pilot. The repair department was emailed to request a return label. Additional information was received from the patient. Pt called back because they received the replacement controller from sunmed but needed assistance with charging the controller. Agent walked the pt through resetting the controller with the ac power supply and the screen powered on, but the pt had difficulty inserting the battery pack. Agent tried to explain how to insert the battery pack, but pt noted they will call back with their daughter for further assistance in resetting the controller using the ac power cord. Pt called in and agent walked them through the setup process. Daughter of patient called reporting once the rtm is plugged in seems tight as it doesn't fit and the screen goes blank and will not power on. Caller states the battery cover doesn't fit either. Agent sent request to repair for rtm and a large battery cover. Pt called back stating they got a new rtm but it would not fit into the controller for the rtm plug was too big to fit. The pt also had the controller plugged into the ac cord for days but the green light was not blinking above the screen. During call pt verified no damage to the rtm, controller charging port, or to the controller battery. When examining the controller battery compartment they noted one of the pins were down. Caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller turned on. Caller put the battery back into the controller and verified the controller had no light above the screen. Pt compared the ac cord plug to the rtm cord plug and they looked the same. A controller was sent.

Manufacturer narrative:
H3: analysis of the rtm (s/n (B)(6)) revealed the complaint to be unverified; found no issues with rtm finding ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.